Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) migrated due to patient weight loss. It was also noted that the device reached premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.